Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer automatically shut down while interrogating. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product was returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: at analysis the stated reason for return of the programmer automatically shutting down while interrogating was not confirmed. It was noted that errors were found in the update history, the touch screen assembly was broken and that during the final functional test an audio loopback error occurred. The part required to restore functionality to this programmer is not available and it was recommended that it be scrapped. If information is provided in the future, a supplemental report will be issued.